Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information of conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Event description:
According to the available information, the right cylinder migrated up. The doctor pulled out the right cylinder and replaced it. He removed the 2cm rte on the right side. There was no rte on the right side. Everything else remained the same from the originalplacement.